Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 9452635 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 350cc smooth mentor memorygel breast implants experienced left-sided grade IV capsular contracture and device extrusion postoperatively. The patient presented with change in firmness for the left breast, and capsular contracture was confirmed by the physician. During subsequent follow-up visit, the patient was diagnosed with device extrusion on the left breast, and as a result, the patient underwent explantation without immediate replacement on (B)(6) 2021. The patient then underwent explantation without immediate replacement on the right breast on (B)(6) 2021. This medwatch report is for the second of two implants. A discrepancy has been noted between the lot-serial numbers and the impacted sides. It is unclear which lot-serial number belongs to which impacted side. If additional information is received, a supplemental report will be submitted as applicable.